Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver 5% dextrose in water at a rate of 50ml/hr with a volume to be infused of 500ml and the delivery was started. After an unsepcified length of time, the nurse noted approx 12 inches of air in the tubing set distal to the pump. It was reported that the pump did not sound an audible alarm. The customer contact stated no air reached the pt. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventons were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.